Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid over the dilution cup and the gel card foil during abd unit confirmation testing.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer dripped fluid over the dilution cup and the gel card foil during abd unit confirmation testing. The analyzer functioned as expected by posting a condition code indicating an incident in the fluidics system prior to the probe leak, alerting the user of the issue. However, the error code posted does not prevent results from being reported. It was during investigation of the user action required error code that the reported issue was discovered. Carry over and/or cross contamination of the reagents were not reported as a result of this incident. An ocd field engineer (fe) arrive on site. The fe performed repairs and the appropriate adjustments to return analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Fluid on top of the gel card foil can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sample. Based on the available info, instrument malfunction could not be ruled out as a contributing factor. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood.